Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5dh1m. H6: component code: mechanical(g04). Investigation summary: the analysis found that one ec45a device was returned with trigger closed and anvil opened position and the clamping mechanism damaged. Also, a 12mm endopath excel trocar assemble and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was noted to be broken. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to how the yoke became broken; this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure.

Manufacturer narrative:
(B)(4). Batch #: u5dh1m. Investigation summary: the analysis results found that one ec45a device was returned with the anvil knife slot damaged, and with no reload received. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at finished good quality assurance. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: could you please provide more details for "hemostasis agents were used"? Floseal. Could you please confirm how much blood was lost (ml)? I do not know the exact amount. Did the patient require a transfusion? I was told was getting blood in the ICU. How was the bleeding addressed? Hemostatic agents (floseal). Was the patient on blood thinners prior to the procedure? I can not comment. Was the patient receiving any anti-coagulation therapy post-operatively? I can¿t comment. Did the patient have an additional tests or procedures related to the bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? Na. Was there any patient consequence as a result of the procedure being prolonged? To date the patient is still in the ICU. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, stapler would not open on tissue. Sales rep instructed surgeon via facetime to look at the back of the stapler to see what number/symbol was showing in the window. He said there was none. Instructed him to full squeeze the firing trigger plastic to plastic and he again said there was nothing in the window. He preceded to place hemolock clips around vessels and transect with scissors in order to free up the kidney. Once he did, he grabbed the stapler and it suddenly opened. He had another stapler on the back table that the tech had difficulty opening. I have no further info on that stapler. Both staplers were being fired with a gst60w and no reloads are available to be returned. Hemostasis agents were used after the kidney was removed. Surgery was delayed 90 minutes due to this reported event. Case was successfully completed. No patient complications.